Event description:
A blood glucose test was performed on a pt a result in the 490's mg/dl was rec'd. The pt was retested a few mins later with a result of 390 mg/dl. A lab was drawn and the result was 190 mg/dl. No treatment was given. Controls were stated to be in range, but values were not given. A request was made for the return of the suspect device and replacement prod was sent.